Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating. There is no report if injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.